Event description:
Case was initially received via regulatory authority (us food and drug administration, reference number: mw5078598) on 07-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("very painful cramps during menstruation"), systemic lupus erythematosus ("lupus") and parathyroid tumour ("parathyroid tumor") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), parathyroid tumour (seriousness criterion medically significant) and thyroid disorder ("thyroid issues"). At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, parathyroid tumour and thyroid disorder outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, parathyroid tumour, systemic lupus erythematosus and thyroid disorder with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5078598) on 07-aug-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("very painful cramps during menstruation"), systemic lupus erythematosus ("lupus") and parathyroid tumour ("parathyroid tumor") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), parathyroid tumour (seriousness criterion medically significant) and thyroid disorder ("thyroid issues"). At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, parathyroid tumour and thyroid disorder outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, parathyroid tumour, systemic lupus erythematosus and thyroid disorder with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.